Event description:
It was later reported that no surgical intervention was planned to address the adverse events and that the vocal cord paralysis had resolved. The only continuing complaint was the choking sensation the patient was experiencing. X-rays were reviewed by the manufacturer which revealed no issues with the device that would result in the adverse events experienced by the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an ER physician that the patient was seen in the ER due to feeling the device constantly going off. The magnet was placed over the generator to disable the device and it was stated by the patient that the stimulation did not stop. It was later reported that the magnet did disable the device and that the patient had vocal cord paralysis, chocking, and hoarseness with vns stimulation. There was also pain reported that occurred when the device was on and off. The patient did not want the device disabled so the only settings change was the lowering of the on time. The diagnostics for the device were reported to be ok when the patient was in the ER. The patient went in for a follow up visit with the neurologist and the diagnostics were again ok. The neurologist believes the issues are due to the patient taking longer to recover from the vns surgery or possibly a psychosomatic event caused by anxiety with vns stimulation. X-rays were performed, and a review by the physician revealed no issues. No additional relevant information has been received to date.